Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of high results. Customer states that he feels well and does not require medical attention. The customer's expected blood results are 150-180mg/dl fasting. Verified the strips expire 06/30/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a back to back blood test 266mg/dl and 324mg/dl. Reviewed meter memory:446mg/dl (B)(6) 2015 12:00:00 pm fasting:yes, 101mg/dl undisclosed fasting:yes, 175mg/dl undisclosed fasting:yes, 195mg/dl undisclosed fasting:yes, 56mg/dl undisclosed fasting:yes, customers is concerned with 446mg/dl on (B)(6) 2015 12:00:00 pm.